Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was revised due to microdislodgement. Rv sensing and impedances are stable but threshold increased to approx 5v0.4ms. Physician was able to get acceptable numbers by repositioning the existing lead. Lead remains implanted. Should additional information become available, this file will be updated.